Event description:
This is filed to report the clip detaching from one leaflet. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat functional mitral regurgitation (mr). Two clips (20425r226 or 20428r282) were successfully implanted, reducing the mr. One day post procedure it was noted that one of the clips had a single leaflet device attachment (slda). The clip was detached from the anterior leaflet, some mr had returned and it was unknown if there was any tissue damage. No additional treatment has been provided at this time. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The recurrent mitral regurgitation (mr) and suspected tissue injury appear to be related to the slda. Tissue injury and mr are listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the reported issues. There is no indication of a product issue with respect to manufacture, design, or labeling.